Event description:
On (B)(6) 2013, the reporter contacted animas alleging that pump delivered a ghost bolus of 0 units while he was sleeping and also stated the pump was self suspending. At the time of the call, the reporter informed the animas representative that he was unable to lock the pump. The reporter denied any tactile changes or issues with structure of pump or keypad. This complaint is being reported because the alleged pump issues remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: a review of the pump¿s history showed only typical usage alarms and warnings. During testing, the pump powered on normally to the verify screen with vibratory and audible tones. The pump was exercised for 24 hours on a 1.0 unit per hour basal rate with no unprogrammed boluses. The keypad was fully intact and all keypad buttons were responsive; no hypersensitivity was observed. The pump successfully performed a normal 10u bolus and a 10u audio bolus and both were accurately recorded in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2: date of submission 12/31/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: during investigation, the pump was able to be locked and unlocked successfully during testing. No hypersensitive keys were observed. The lock/unlock function was found to be fully functional and fully responsive. The complaint was not able to be duplicated during the investigation and no defect was found.